Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5127486, UDI: (B)(4).

Event description:
It was reported that the patient's leads had high impedances. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.